Manufacturer narrative:
Concomitant medical products: product ID : 3777-45, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. See manufacturer¿s report # 3004209178-2016-19720 for the patient¿s other device issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their doctor "said one of the leads migrated 3 inches up¿. The patient stated that this was in (B)(6) 2013 or 2014 but ¿I don¿t remember¿. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.